Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported an image could not be seen on the monitors. It is likely the sys failed to generate fluoroscopy x-ray. There is no report of death or serious injury associated with this complaint.